Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced and the beam aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a blank screen and went down during a case. No patient injury was reported.